Manufacturer narrative:
The endoscope has been returned and evaluated by the failure analysis team. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion on the electrical contacts and/or circuit board. Additionally, there was a transmittance test failure. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and was confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The reported issue was resolved with phone support. Intuitive surgical inc. (Isi) field service engineer (fse) contacted the company sales representative (csr) and confirmed that the endoscope was faulty. It was replaced during the procedure to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, customer reported the endoscope had a rotation issue. Customer stated the endoscope was rotating on its own and had multiple recoverable faults. An intuitive technical support engineer (tse) verified seven 23003 errors in logs for universal surgical manipulator (usm) 3 (scope arm). The tse recommended customer moving to second endoscope. The customer did not have the second endoscope at the time of the call but would move to another endoscope when they got a chance. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred after ports were placed. The surgical task performed was the ventral hernia. The image was confirmed to be inverted. The issued did not involve a reversed control of arms. The vision orientation was confirmed to change on its own. The endoscope was confirmed to move freely with uncontrolled motion. The system did recognize the endoscope. The surgeon confirmed the desired orientation when the endoscope was installed. The procedure was completed by obtaining a new endoscope. There was no harm or injury to the patient.